Event description:
A customer reported receiving a minimum fill notification while using their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to clean the pneumatic tap area with an alcohol wipe or lint-free cloth but reloading the same cartridge did not resolve the issue. The support team then guided the customer on how to properly fill and load a new cartridge. The customer decided to load a new cartridge on their own and agreed to call back if the problem persisted, after which the case was closed.